Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events that may occur and / or require intervention include, but are not limited to improper component placement and incomplete component deployment.

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic dissection. It was reported that when the contralateral leg part of the trunk-ipsilateral leg component was being deployed, there was only partial expansion. Expansion occurred 4cm from the proximal edge of the device to the bifurcation of the device, however the remaining 3cm of the contralateral leg gate was not able to be opened. A guidewire with a support catheter was advanced via brachial access down through the trunk-ipsilateral leg component¿s contralateral side. A capture snare was advanced via femoral artery to the contralateral gate. A fishing technique was utilized to capture the brachial wire, which enabled a gore® dryseal sheath to pass inside of the contralateral leg, opening the contralateral gate. Reportedly, the device was used according to the gore® excluder® aaa endoprosthesis instructions for use and there was nothing in patient anatomy caused or contributed to the event. The device was successfully implanted and the dissection was treated. The patient tolerated the procedure.